Event description:
It was reported that during testing conducted at the manufacturer foreign subsidiary facility the device the device continued to turn without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer foreign subsidiary facility, the device the device continued to turn without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the quality investigation, it was clarified that the initially reported event did not occur because the device had no power and would not run. Upon evaluation, a failed bearing was found, which can cause the device not to run; however, an MDR-reportable event did not occur.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.